Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with two proglide devices after an atherectomy, balloon, and stenting interventional procedure of the lower extremity using a 7f sheath. Reportedly, with both proglide devices, the suture was not present when the plunger was removed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
Subsequent to the initially filed report, the following information was received: medication was given due to the failure to achieve hemostasis and the need for manual compression.